Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range from above 200-375 mg/dl. The customer would bolus via the pump to stabilize bg levels. The customer stated elevated bg levels could possibly be due to body reacting to years of drinking diet soda. The customer declined to troubleshoot with tandem technical support. The customer stated to be working with health care provider on factors that may affect bg level.